Event description:
It was reported there was a confirmed unrecovered motor stall. The stall was confirmed in the event logs to have occurred (B)(6) 2013. The pump read "stopped pump may exceed tube set." The pump was replaced on (B)(6) 2013. The cause of the motor stall was unknown. The patient was said to be "pretty bad off" and started experiencing withdrawal in the middle of the night. The patient also exhibited symptoms of confusion, worsened pain and weakness. The patient did not require hospitalization and recovered without sequelae. As of (B)(6) 2013, the patient was said to be doing ¿well¿ and was using 20% less dose than his prior pump dose. The early replacement indicator on the pump log report showed the pump still had 30 months longevity. It also showed the pump was last changed on (B)(6) 2013. The pump was used to deliver marcaine and morphine.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).